Manufacturer narrative:
UDI: (B)(4) a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
During final tightening of t10-l2 construct, tip of final tightener shaft sheared off inside of a single inner set screw. This occurred due to the torque shaft not snapping off at appropriate torque setting. The tip of the sheared driver was flush with the locking cap and wasn't retrievable. A new torque handle and shaft were provided and all other set screws final tightened successfully.